Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: device photographs for the device related to the reported event of rupture / capsular contracture was requested on march 10, 2025. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, rupture and "free floating gel." Capsulectomy was performed. Device was explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, rupture and "free floating gel." Capsulectomy was performed. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.